Event description:
It was reported that a patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, the patient underwent revision surgery due to abnormal wear of the polyethylene component. The bearing was revised without complication. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unknown tibial tray: catalog#: ni, lot#: ni; unknown femoral component: catalog#: ni, lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d1; d4; g3; h2; h4; h10. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection of returned device shows wear consistent with usage of device and some discoloration. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.